Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not completely formed. They were not formed at the proximal end. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Multiple firing. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Yes, crunch. Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? Yes.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition; two conforming clips and five malformed clips were received inside a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. However, the clips snapped out of the jaws toward the tissue stop on every firing sequence. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. The device was disassembled to evaluate the condition of the internal components. Upon disassembling, no anomalies were noted. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.